Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 480, 450 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the programming of the insulin pump. The customer was okay and they was not feel okay to performed troubleshooting. The insulin pump will not be returned for analysis.